Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is failing probe assessment test was confirmed. The transducer element test failed with 2 red x¿s displaying. The probe image has a dark section on the right side. The reported issue root cause is due to an internal failure of the prevue ii traditional probe.

Event description:
It was reported that the probe is failing probe assessment test. 23 may 2025 evaluation found the probe image has a dark section on the right side.